Event description:
It was reported that the patient presented to clinic for a follow up. Device interrogation revealed that the right ventricular (rv) lead exhibited significant increase of the pacing impedance and the capture threshold. Programming changes was performed. The patient was in stable condition.